Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was charging their device with the stimulation on and it got a little warm. It was reported that since then they had been having pain on their whole left side from their shoulder and neck down to the ¿wires¿ in their back and their battery site in their left flank. They stated that they had the pain whether the system was on or off. The cause of the event was undetermined. The patient was seen at their healthcare provider¿s (hcp¿s) office and impedances were checked but found to be ok. The patient was observed while recharging and no issues were observed. The patient stated that the hcp had prescribed them a course of steroids. They stated that they were going to finish this course of meds and determined how they feel. The issue was not resolved at the time of the report. No surgical intervention occurred or was planned at this time. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that further actions taken to resolve the patient¿s pain/warming sensation occurring after the patient charges their implant was the patient was to finish their course of medications and then attend a follow-up appointment scheduled with the healthcare provider (hcp) on (B)(6) 2019. Further actions taken and whether the issue was resolved was unknown at this time. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.